Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned opened. Solution appears to be dried on the lens. One haptic is broken in the distal area (not returned). The product investigation could not identify a root cause for the reported damage. The observed lens damage is typical in appearance to handling related damage. The presence of what appears to be solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of what appears to be surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, one of the haptics of the iol was noted to be missing when the product was opened for use. The patient was left aphakia. The surgeon will implant an iol during a secondary iol implantation surgery in the future at some point. Additional information was requested.